Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 46mg/dl. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. (B)(4).